Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the x-ray revealed no breakage or system disconnect. Impedances were reportedly normal. The patient was reprogrammed on (B)(6) and instructed to slowly increase the voltage. The tingling sensation was reportedly resolved at the time of this report. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that new groups, including a bi-polar group, were created during the reprogramming session on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that the patient was complaining of buzz/head tingling on right side of head. The patient said the tingling was uncomfortable and intermittent over the weekend prior to the report, but on the day of the report they did not feel it though they felt it the day before. The patient also reported a loss of therapy over a week before the report. It was noted that the patient worked part time at a physical job. The patient did a lead connection check, both right and left devices showed the lead was in the 4th connection and all impedances were in range. The patient called back later and they felt the tingling sensation again while driving. The patient was told to turn off only the right side device and the sensation stopped from that. The patient's healthcare provider ordered x-rays as well as advised the patient to do an impedance check on both sides. There were no further complications reported as a result of the event.